Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). A follow up will be conducted to provide the legal plaintiff information in section e for the initial reporter once the details are provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had failed knee replacement. He is requesting for someone to speak and for reimbursement. On (B)(6) 2016, the patient had a left total knee arthroplasty to address primary osteoarthritis and pain. Depuy components including depuy patella, and competitor cement x2 were used during this procedure. The patient was noted to have tolerated the procedure well without complications. On (B)(6) 2020, the patient had a left revision total knee arthroplasty to address pain in the tibial tray location. Femoral component noted to be well-fixed and retained. The tibial tray was grossly loose at the cement/implant interface. Prior to surgery a bone scan was reported to show lateral rotation of the left patella. During the surgery the patella was noted to be in acceptable condition and tracked appropriately. The patella was not revised. Depuy components (tray, sleeve, insert) were implanted during this procedure including depuy cement with gentamicin x3.